Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post paced t-wave oversensing on a stored egm. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.